Manufacturer narrative:
(B)(4). The mr290v humidification chamber is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the feeding line of an mr290v humidification chamber was faulty. This was noticed before use on a pt. No pt consequence was reported.